Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer called to report a motor error alarm after changing the reservoir. The customer was unable to rewind the device. Customer's blood glucose reading was 7.9 mmol/l. Customer was advised to revert to a back-up plan. The device was replaced and will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. Unable to perform the functional testing due to the blank display anomaly. Unable to verify the motor error alarm due to the blank display anomaly. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, a missing end cap sticker and a cracked lcd window.